Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrioventricular nodal reentrant tachycardia case, heart block occurred which required the implantation of a pacemaker to stabilize the patient. The patient was undergoing a balloon aortic valvuloplasty when a blocked p wave was noted. Atrioventricular conduction returned to normal during approximately 10 beats so ablation was continued followed by the complete balloon aortic valvuloplasty. The arrhythmia did not recover so a pacemaker was implanted to stabilize the patient. There are no reported performance issues with any abbott device.